Manufacturer narrative:
Follow-up #1; date of submission: 09/18/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: one reboot event was observed in the black box data. However, this was an expected reboot event, as it occurred after several cs-054 call service alarms. Visual inspection revealed that the battery compartment was cracked between the bumper pad and the case seal. The returned battery cap was able to fully fasten to the pump; the yellow o-ring of the battery cap was not visible. The pump was exercised for 24 hours, and no power-interruptions were observed. The pump case was removed, and no evidence of internal moisture or damage to the power circuit was found. The reported event was not duplicated. Unrelated to the reported event, the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.